Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The main back-plane printed circuit board (pcb) was replaced and returned for investigation. No device logs were received. Visual inspection did not reveal any signs of liquid/moisture on the returned pcb. The returned pcb passed all tests without any discrepancy when it was connected to a test ventilator. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that water entered the ventilator and damaged main back-plane printed circuit board pcb. The patient involvement is unknown. Manufacturer's ref#: (B)(4).